Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 30 mg/dl. The customer was admitted to the hospital. No more details were provided by the customer related to low blood glucose. Troubleshooting was not performed. It is unknown whether the customer was using or not using the insulin pump system within 48 hours of the reported low blood glucose event and whether the auto mode/smart guard feature was active or inactive. It is unknown whether the customer will continue or discontinue using the device and the insulin pump will not be returned for analysis.